Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed a hole was identified at the surface of the pebax and reddish material presumably blood inside it, with internal parts exposed, no other damage were detected on the device. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The hole and reddish material detected during the test were unrelated to the reported event by the customer. The potential cause could be related to the manipulation of the device during the procedure, however, it could not be determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: e1 initial reporter phone: (B)(6). Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during the operation, the thermocool® smart touch® sf uni-directional navigation catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on the patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-jun-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.